Event description:
It was reported that three low hvli out of range measurements were observed in a short period of time. After that, two more measurements were observed to be within normal range. Lead anomaly was suspected. The physic ian opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.